Event description:
A snare was used for a therapeutic polypectomy. During the procedure, the polyp got caught inside of the snare. The handle was cut off and the device was left inside of the patient. The patient was taken to surgery the next day where the snare was removed from polyp. The pt is reported to be doing fine.